Event description:
Same case as MDR ID 2134265-2013-00608. It was reported that during an unspecified procedure guide wire coating peeling occurred. The physician used an unspecified metal needle with the 1st zipwire hydrophilic guide wire. The bevel of the metal needle "peeled" the guide wire. He used a second guide wire and the same issue occurred. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: as received, the specimen consists of one-1 each hydro gw std s 180-035 device; returned loaded within the dispenser assembly, in the opened, labeled mylar/tyvek packaging pouch, double-bagged within 'zip-lock' style poly biohazard pouches. No other original packaging or other devices involved in the reported event is included. A gage bushing passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. Note all diameter measurements were acquired with a non-contact, toolmakers scope at 22oc and ambient humidity after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline for removal from the dispenser assembly. After injecting the dispenser assembly with approximately 10cc of room temperature (22o) blood-bank saline, the specimen was easily removed from the dispenser. The specimen presents skive damage located 18.10 to 21.75cm from the distal tip in a proximal to distal orientation with some rotation and with the skived material still firmly attached. The specimen coating appears otherwise visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. After allowing it to dry out, when examined at 1x - 18 inches, unaided, the visual and tactile surface appearance of the specimen is acceptable per the inspection criteria. Microscopically the specimen coating appears to be smooth and consistent. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as the device was reportedly used with a metal needle, which may have contributed to the confirmed hydrophilic coating damage. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-00608. It was reported that during an unspecified procedure guide wire coating peeling occurred. The physician used an unspecified metal needle with the 1st zipwire hydrophilic guide wire. The bevel of the metal needle "peeled" the guide wire. He used a second guide wire and the same issue occurred. No patient complications were reported and the patient's status is stable.